Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The patient reported that they were not receiving stimulation from their evoke spinal cord stimulator (scs). Reprogramming was performed, but disconnected electrodes were identified. Stimulation was turned off. On (B)(6) 2023, a revision procedure was performed replacing the scs, and therapy was restored successfully.

Event description:
The patient reported that they were not receiving stimulation from their evoke spinal cord stimulator (scs). Reprogramming was performed, but disconnected electrodes were identified. Stimulation was turned off. On (B)(6) 2023, a revision procedure was performed replacing the scs, and therapy was restored successfully.

Manufacturer narrative:
The leads were returned to saluda for analysis. Both leads failed functional testing due to electrical isolation failures and disconnected electrodes on lead 2. The leads were inspected under magnification and cuts on both leads were identified. The cuts exposed conductor wiring and allowed biological fluid ingress. The cuts may have been caused either by the epidural needle during lead implant or by a scalpel at the explant procedure. The cause of the cuts could not be definitively confirmed. Broken conductor wires were noted at the location of a kink immediately proximal of the apparent anchor fixation site. The event logs prior to the revision were not available for review; however, it is likely that the inability to start stimulation was the result of the conductor wire breakages. The cause of the conductor wire breaking at the anchor site could not be definitively determined. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.